Event description:
Approximately 16 cm of the distal portion of the xi support catheter broke off while in the patient. Unsuccessful attempts were made to retrieve the fragmented catheter but it is stuck inside the venous clot in the leg and is not moving; but is totally secure. It was reported that the lesion was very tight and difficult to cross, the physician was torquing the lesion and the catheter broke while twisting the catheter. The physician informed the patient of the event and neither is not too worried. The patient is doing better now than before the procedure and will be monitored. The patient is doing very well at this time.

Manufacturer narrative:
Non-resorbable materials unretrieved in body is not labeled. Material separation is not labeled. Event is still under investigation.